Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the rubber sleeve of one device during patient sampling. The patient had to be punctured several times, causing pain and discomfort. Ultrasound-guided venipuncture was required for successful sampling.